Manufacturer narrative:
Unit had intermittent button response due to flattened (creased) act buttons dome switch. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the customer is legally blind and is unable to read the display due to a scratched screen. It was also reported that the act button is hard to press. The customer mentioned replacing the insulin pump for one with the scroll wrap feature update. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.